Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6 - health effect - clinical codes and type of investigation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that a patient had initial shoulder implanted on (B)(6) 2022 and underwent a revision procedure on (B)(6) 2023, approximately 7 months post the initial procedure. The patient stated that they experienced increased pains, and a lot of stiffness after their first surgery. No further information.

Manufacturer narrative:
D10 concomitants: (B)(6) - gps implant kit v2 01000522008, 300-20-02 - equinox square torque define screw drive kit (B)(6), 314-13-32 - equinoxe cage glenoid s, post aug, right (B)(6), 315-35-00 - glnd kwire (B)(6), 310-01-44 - equinoxe, humeral head short, 44mm (alpha) (B)(6), 300-10-45 - equinoxe replicator plate 4.5mm o/s (B)(6), 300-01-12 - equinoxe humeral stem primary press fit 12mm (B)(6), 531-78-20 - shouldr gps hex pins kit (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.